Event description:
It was reported that while using bd rovers® cervix-brush®, the brush handle came off during the procedure. No patient impact reported. The following information was provided by the initial reporter: "reports that the brush handle came off during the procedure. Was there any harm/injury to the patient due to the problem? Answer: there was no damage. The nurse only had to call another nurse to help with the collection when the brush came loose."

Manufacturer narrative:
H.6 investigation summary the customer complaint is for one brush becoming dislodged from the handle of item number 491461 lot 41690. The customer stated that the patient¿s procedure was able to be completed and did not result in recollection. Material 491461 is purchased from an approved supplier and shipped to a bd facility in baltimore, md where it is dispositioned by qc prior to customer distribution. A review for quality notifications (i.e., inspection failures) for 491461 lot 41690 identified no issues. A retain analysis could not be conducted because retain samples of this product are not kept by bd. No sample was returned, and no pictures were provided. Therefore, no return analysis could be performed. The complaint is not confirmed. A twelve-month complaint review was performed and identified no prior complaints for the brush becoming dislodged from the handle of item number 491461.

Event description:
It was reported that while using bd rovers® cervix-brush®, the brush handle came off during the procedure. No patient impact reported. The following information was provided by the initial reporter: "reports that the brush handle came off during the procedure. Was there any harm/injury to the patient due to the problem? - answer: there was no damage. The nurse only had to call another nurse to help with the collection when the brush came loose."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.